Event description:
It was reported that a spectrum pump alarmed constant air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, the customer reported ¿false air-in-line alarm¿ was not reproduced. However, a review of the event history log revealed multiple occurrences of air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor values out of range. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.